Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had helium leakage issue while device was in pm (preventive maintenance). No harm or injury to the patient was reported.

Manufacturer narrative:
Due to the character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had helium leakage issue while device was in pm (preventive maintenance). There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5 g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, health effect ¿ impact codes), h11. Corrected field: e1 (event site email). A getinge field service engineer evaluated the unit for the reported condition. During evaluation, a helium leak was identified within the high-pressure helium regulator assembly. The regulator housing and bushing were removed, and the o-ring was cleaned, lubricated with high-pressure vacuum grease, and reinstalled. All fittings and connections were tightened accordingly. Additional testing confirmed that the unit met factory specifications, with a pressure loss within 5 psi over a five-minute test period. No parts were replaced during this service activity. All functional and safety checks were completed successfully. The unit was returned to service and cleared for clinical use.